Event description:
It was reported to boston scientific corporation that an endovive initial peg placement kit was placed. The procedure date is unknown. According to the complaint, it was noticed that the peg tube was occluded on (B)(6) 2013. The patient went to a gastroenterologist who resolved the blockage by flushing the tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of peg tube blockage. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.